Event description:
Pt reported experiencing low blood glucose (8 mg/dl). Pt indicated that at the hosp, she was given glucagon by mouth. Pt indicated that there was no allegation against the pump as she is a recovering crack addict and could not remember how to use the device. Pt indicated that she had not used the device for two years. Pt indicated that her weight was 100lbs less than when she first started to use the device and the basal rates had not been changed. Pt indicated that she has been taking many medications and has a great deal of scar tissue.